Event description:
It was reported that the customer was in the hospital due to diabetes related. It was stated that the tape was not sticking and one time the insulin squirted out during the manual prime process. The caller stated the customer saw a gap between the piston and the reservoir stopper during prime, but the customer did not recall how it happened. The customer also mentioned that the device had a small crack in the screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.